Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several months after a right ventricular (rv) lead replacement procedure, it was found that the patient had a pericardial effusion. It was also reported that the rv lead was suspected to have dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.